Event description:
It was reported that the user experienced repeated insulin occlusion alerts on an ilet device, which the user had previously been able to clear; during the call the user confirmed no kinks in the tubing, the infusion set appeared intact, and there was no leaking cartridge, and the user was instructed to complete a full supply change. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with guidance to replace supplies. Investigation included on-call assessment and user-led troubleshooting focused on the insulin path and infusion components. Investigation of this case revealed that the cause of the occlusion alerts remained undetermined, with no visual issues identified in the infusion set, tubing, or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.